Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling the cartridge. Reportedly, the cartridge was filled with 280 units of insulin, and the insulin gauge decreased to 185 units, to 160 units. The customer's blood glucose level was 208 mg/dl. The customer reported that the pump would be used for continued insulin therapy.